Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information from a third-party service center that the corrosion in connector. There was no patient harm or injury. During the evaluation of the device, the service center reports that corrosion in connector found in the device. Damaged upper enclosure and damaged in control dial, bottom enclosure crack. The unit was scrapped, the service center concludes that the complaint was not confirmed and no evidence of sound abatement foam degradation.